Event description:
An ipp device was implanted in 1986, day and month not indicated. The device was removed from the pt and replaced due to pump failure -would not fully inflate, causing a semi-erect penis.